Event description:
On 05/14/2007, the company received a report claiming that the device is developing a "cuff leak" during patient use. The customer is reporting a total of three occurrences. The customer is reporting that the device is being used for a 45 to 90 day time period which exceeds the recommended use. The customer was informed that the directions for use indicate the device needs to be replaced every 29 days.

Manufacturer narrative:
The customer is not sure if the samples will be returned for evaluation.